Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that in 2008, the catheter was placed via right femoral vein. However, when the physician attempted to remove the spring wire guide (swg), the swg broke in the right femoral vein. As a result, surgical intervention was performed by the physician to remove the broken portion of the swg.